Event description:
It was reported that approximately one month post-implantation, the patient fell and underwent a hip revision due to dislocation. The doctor initially chose a closed reduction, but then the cup and head separated and the components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, taiwan. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d5; g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed component code: mechanical (g04): head. Visual examination of the returned product identified poly insert has deformations to the chamfered surface leading into the i.d. And on to the top flat surface. 5 out of 6 of the poly insert¿s removal grooves have burrs present around the top edge. No other damage was noted during visual evaluation. Part and lot identification are necessary for review of device history records, neither were provided for the head. Radiographs were provided. Review of the available records identified the following: fluoroscopic images demonstrating a left hip arthroplasty dislocation as noted. A definitive root cause cannot be determined. It was reported the patient fell and dislocated, however the reason for the fall is unknown. This complaint was confirmed based on the mmi report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.